Event description:
It was reported that the nurse found white foam-like things on the needle of bd preset¿ arterial blood collection syringe. Verbatim: when the nurse was drawing blood from the patient, when she opened the blood collection needle at the bedside, she found 2 white foam-like things on the needle.

Manufacturer narrative:
E.1. Initial reporter phone # (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.